Event description:
Additional information received from technical support indicating that fusion/ pseudofusion beats were also observed in the right ventricular channel alongside the post-paced t-wave oversensing due to automatic mode switching when the device was in ventricular based timing ddir mode. In addition, technical support also recommended various approaches in reprogramming the device to resolve the event.

Event description:
Additional information received indicating that the event was noted during a remote follow up.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, non-sustained right ventricular oversensing due to post-paced t-wave oversensing was noted on the device. No intervention has been conducted at this time. The patient experienced no consequences and will continue to be monitored.